Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the xenon light source emergency light was on. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. Based on the investigation results, emergence light comes on, could be identified. The root cause could not be identified. The repair incoming inspection results confirm a failure of the emergency light. Therefore, it is presumed that the event, ¿emergence light comes on,¿ occurs due to the faulty emergency light. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿labeling review: not applicable because the problem is not caused by misuse of the user.¿ olympus will continue to monitor the field performance for this device.